Manufacturer narrative:
An event regarding altr involving a accolade (127 deg) size 2.5 accolade (127 deg) size 2.5 was reported. The event was not confirmed. Method and results: device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for lot and sterile lots. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information and no product received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to altr.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to altr.